Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator migrated after the patient fell. Eventually, the device eroded and was explanted due to infection. No additional adverse patient effects were reported.